Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch and the patient was afraid it was dangerous. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.